Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received via social media that the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection on the spine. It was also noted that the patient was experiencing worsening pain and was having nerve pressure on the lead site. No further information could be obtained.

Event description:
A report was received via social media that the patient developed a (B)(6) infection on the spine. It was also noted that the patient was experiencing worsening pain and was having nerve pressure on the lead site.